Manufacturer narrative:
Concomitant products: 407645 lead implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high thresholds. Flouroscopy revealed the lv lead had dislodged and was located in the right atrium. The lv lead was capped and the patient was downgraded to a single chamber system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Flouroscopy revealed the lv lead had dislodged and was located in the right ventricle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.